Event description:
Conmed "hand-trol" hand controlled electrosurgical pencil with blade electrode inadvertently activated by user causing 3 minor cautery burns on pt's abdomen. First noted by rn when removing surgical drapes at the end of surgery for total abdominal hysterectomy/bilateral salpingo-oophorectomy.